Event description:
Boston scientific received information that upon receipt of this device, initial testing identified a potential issue. No allegations were reported from the field and no adverse patient effects were reported.

Event description:
----

Manufacturer narrative:
This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection found the device header was loose. Additionally, the df feedthru wire was cracked. A review of the device memory log revealed two out of range shock impedance measurements occurred just prior to explant. This product issue will be updated if additional information is received.